Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture could not be tightened when it was pulled, and broke. Another like device was used to complete the surgery. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/1/2022 additional information: d4, d9, h3, h4, h6 h6 component code: g07002 no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: the product was returned to ethicon inc for evaluation. Visual inspection and functional tests were conducted on the returned device. Visual analysis of the returned sample determined that one an opened sample of product code ez10 was received for evaluation. Suture/cannula pullout could be observed in the sample. The visual inspection concluded that the plug was detached from the suture. The scored point was noted broken due to use and the knot was configured correctly and conform to the visual standard. A functional test was performed to sample and the knot is closed until the end without problems. Standard endoscopic procedures should be followed up to the point of tissue ligation or approximation. The endoloop ligature is then introduced through a cannula. An appropriate surgical instrument is used to grasp and position the tissue. This may involve either pulling the tissue through the loop or encompassing the tissue with the loop. The endoloop ligature tube is then broken at the scored point. This allows the tube to slide over the suture and cinches the loop around the tissue. When the ligature has provided hemostasis, the suture is cut behind the knot leaving an appropriate length of suture ¿ear¿. The tube is then removed. Several ligatures may be applied to ensure hemostasis or tissue approximation. Based on the information currently available, the suture/cannula pullout defect was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.